Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had error e238. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. Corrected fields: d5. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, poor watertightness of cable unit and charged coupled device unit is defective. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most provable root cause of the malfunction error (e238) and no image was traced to be fallen off cable unit and poor watertightness of cable unit and the most probable root cause of the malfunction poor watertightness of cable unit and charged coupled device unit is defective was traced to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.